Event description:
A dual lumen PICC line was inserted in patient on (B)(6) 2013. One of the lumens began leaking and was reported to her provider. Upon inspection, it was noted the lumen had some shearing. The PICC line had to be replaced, resulting in the patient returning to the hospital and undergoing an additional procedure in the radiology department.